Event description:
It was reported that the solara3g power chair out of box has a tweaked right rear frame which causes the left front caster not to touch the ground. Back is bent and the front riggings frame is bent downward to the left. Dealer is stating that the box was fine, but the box was a plain brown box, did not have invacare on the outside. It appears that the chair might have had damage and reboxed by shipping company.